Manufacturer narrative:
H4: the lot was manufactured on jun 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one side of the packaging of a solution administration set was not sealed well. The issue was identified before use. There was no patient involvement. No additional information is available.